Manufacturer narrative:
Review of results files shows well score of 1 for cell ii (homozygous e cell) of crrs (3) resulting in a negative reaction. Well image shows red cell button not sharply defined with irregular border with no red cell adherence. Well image appears negative. Confirmed the reactivity of the e antigen on retention crrs (3), lot r072, with anti-e. This was the same lot used by the customer. Screening assay performed with customer's patient sample using crrs (3), lot r072 on in-house echo. Fibrin clot detected by echo during initial testing. Clot was removed and testing repeated. Sample was nonreactive with all cells. Sample qns for further testing.

Event description:
Customer reported unexpected negative reactions with capture-r ready-screen 3 (crrs 3) when testing patient samples on the echo. The patient has a history of anti-e. No adverse reactions occurred as a result of the unexpected negative reactions.